Event description:
It was reported that during a laparoscopic prostatectomy procedure, there was an intermittent gas leak from the trocar. When removing the 5mm instrument from the port site during instrument exchanges. It was resolved only when tapping the valve slightly with finger tip to close valve. Note only 5mm instrument was used in the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.